Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
An attorney reported that the patient's implantable neurostimulator (ins) battery was faulty and required another surgery in (B)(6) 2014. The patient's indications for use were unknown, but had a history of essential tremor. Refer to manufacturing reports #3004209178-2015-20997 and #3004209178-2015-20999 as the patient had two inss that failed after four months prior to this ins. Refer to manufacturing report #3007566237-2015-02916 as the patient eventually passed away after the surgery in 2014.